Event description:
Customer reported that the pump unexpectedly displayed a reset screen and turned off before coming back on by itself. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature of the pump, which resets certain settings to ensure performance. Customer was educated about the steps needed following a reset and understood the instructions. Technical support assisted the customer in loading the cartridge and resuming insulin delivery.